Event description:
A double lumen central venous catheter was placed in the right internal jugular vein under fluoroscopy guidance. The tip placement was confirmed with chest x-ray post procedure and both lines had a good return with flushing after placement. Chemotherapy was administered via the port. The patient complained of pain at the catheter site and had increasing complaints of shortness of breath. Lab values on blood drawn from the line were abnormally low. Follow up chest x-ray indicated the line was in the pleural space and the patient had a pleural effusion. The patient was admitted to ICU for monitoring. A chest tube was placed for drain and irrigated the chemo fluid. The patient was discharged to her home. There is a concern for repeated fluid build-up in the pleural space.

Manufacturer narrative:
The device has not been returned to the MFR for eval. A lot history review (lhr) of huwb0973 showed no other similar product complaint(s) from this lot number.